Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a lumenis technical expert concluded the stainless steel collar for the xc handpiece sapphire tip was glued on incorrectly and was not flush with the handpiece by the user facility staff. The engineer reported that the xc handpiece was replaced and the subject device operated to manufacture specifications. Subject device labeling states: maintenance and troubleshooting - there are no user-serviceable parts, and all service and repair should be performed only by the factory or authorized field service technicians. Although most probable root cause for this adverse event was determined to be a "use error", lumenis continues its investigation with our healthcare professional. When additional information becomes available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient of skin type I sustained first degree line mark burns to the lower legs following hair removal treatment with a lumenis lightsheer xc laser. It was further reported that the patient continues to have marks on the lower legs more than forty-five (45) days from the date of treatment. Additionally, the user facility reported that no medical intervention was performed and no medications were prescribed.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. An examination of the subject device by a lumenis technical expert concluded the stainless steel collar for the xc handpiece sapphire tip was glued on incorrectly and was not flush with the handpiece by the user facility staff. The engineer reported that the xc handpiece was replaced and the subject device operated to manufacture specifications. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. Furthermore, the expert concluded the probable cause of the reported events to be operator error, a failure on the part of the device operator to follow user maintenance as described in the device labeling. Subject device labeling states: maintenance and troubleshooting - there are no user-serviceable parts, and all service and repair should be performed only by the factory or authorized field service technicians

Event description:
A user facility reported that one (1) patient of skin type I sustained first degree line mark burns to the lower legs following hair removal treatment with a lumenis lightsheer xc laser. It was further reported that the patients line mark burns have 95% healed and should completely resolve in the upcoming weeks. Additionally, the user facility reported that no medical intervention was performed and no medications were prescribed.